Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The device was not returned therefore, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaints for ''post - implantation - paravalvular leak'' and ''post - implantation - central regurgitation'' were confirmed based on provided medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted within an annuloplasty ring in tricuspid valve position. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve with severe native calcific aortic stenosis replacement, so it was off label operation for this case. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the valve was implanted in an annuloplasty ring in tricuspid position. The non-circular shape of the annuloplasty ring at tricuspid position can potentially elevate the risk of pvl skirt improper sealing of the thv at the target site. As such, available information suggests that procedural factors (off label operation) contributed to the reported paravalvular leak. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided a definitive root cause of the reported central regurgitation was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Event description:
As reported by implant patient registry, approximately 1 year and 8 months post jugular tavr procedure with a 29mm sapien 3 valve in an annuloplasty ring in the tricsupid position the valve was explanted due to unknown reasons. An edwards surgical valve was implanted.

Manufacturer narrative:
The investigation is ongoing. The valve was not returned for evaluation.

Event description:
Per medical record review, several months post tvr in ring, the patient started having ''significant shortness of breath''. Evaluation of the 29mm s3 valve showed ''mild-moderate degree of central tricuspid regurgitation, however, severe tricuspid regurgitation related to what appeared to be a perivalvular leakage.'' 29mm s3 in tricuspid position appears well-seated. ''Evidence of distortion of the anterior tip of the edwards tricuspid physio ring, causing gerbode-type defect with aorto-to atrial communication.'' The 29mm s3 valve was explanted and a 29mm edwards perimount magna valve was placed. There were no reported complications and the surgery appeared to go well with ''normal tricuspid valve function'' post-surgery. The patient did not have any post-op complications and was discharged home on pod5.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction medical record review. The following section of this report has been updated: additional information b.4, b.5, g.3, g,6 and h.2. Correction b.1 (corrected from adverse event to adverse event and product problem) h.6 clinical code (corrected from 4580 to 4446), device code (corrected from 3190 to 1250 and 1457). The investigation is ongoing.